Manufacturer narrative:
Info supplied in section f was completed by the MFR based on info obtained from the user facility. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pt lot; no anomalies were noted. A search of the complaint database for similar complaints related to the prod family was conducted; no add'l complaints have been recorded for this lot. The december 2007 15-mo escape baskets complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Boston scientific corp became aware of this event thru medwatch which was submitted by the facility. There had been no prior notification. During a cystoscopy, ureteral pyelogram, ureteroscopy, laser lithotripsy/stone retrieval in 2007 (pt weight is unk) and while using an escape nitinol stone retrieval basket, multiple unsuccessful attempts to dislodge one of the stones resulted in the basket fragmenting and leaving part of the basket retained within the ureter. The stone, that had lodged the piece of the basket, it was broken using the holmium laser. Attempts to retrieve the basket using alligator graspers were unsuccessful. A ureteral stent was placed in order to allow edema and visibility to improve and it was decided to have the pt return to retrieve the stone and the basket fragment. The pt tolerated the procedure and was discharged the same day. At approx 9 days later, the pt underwent the removal of the stone and basket fragment with no reported complications.